Event description:
Complainant reported a priming error.

Manufacturer narrative:
The lab evaluation indicated that the complaint for priming error was confirmed and that the pump failed to function properly due to a broken pivot point.